Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred and the patient expired. The patient returned to the cath lab 24 hours post CABG. The distal left anterior descending artery (lad) and distal obtuse marginal (om) were occluded at the anastomoses site. The lad was wired in an attempt to open it distal to the anastomosis of the left internal mammary artery (lima). Pre-dilation was performed with the 2.0x15mm apex balloon catheter. The 2.75x16mm veriflex was then deployed at the distal end of the anastomosis in the lad. An angiogram was performed revealing a type f vessel dissection of the lad at the anastomosis of the lima. A 2.5 non bsc stent was then placed proximally within the margin of the previous stent covering the anastomosis of the lima. The non bsc stent delivery system balloon was left inflated in the lad to stop extravasation and secondary access was obtained via the left groin. To occlude the lima artery, two 6.0x3.0mm cone coils were injected into the lima, however, this failed after discontinuing angiomax. After multiple long balloon inflations in the lad, the patient ultimately expired.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)